Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports the catheter bound on the wire in situ wire then detached on attempting to remove the catheter over the wire. The detached segment remained outside the patient with no adverse consequence.